Event description:
It was reported that the patient had been taken to their hospital by their family and had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod longer than 48 hours. The patient reported no memory of events after eating lunch on (B)(6), 2026. During this period, the pod was generating ¿automated insulin delivery restriction¿ and ¿pod expired¿ alerts. Symptoms reported include cognitive changes and vomiting. The patient was treated with unspecified intravenous fluids and insulin drip. The patient was discharged on (B)(6), 2026 and applied a new pod. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.7, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.